Event description:
Customer reported that discordant hemoglobin a1c (hba1c) results were generated by the dimension vista 1500 system. The results were reported out of the laboratory and questioned by the attending physician. The customer retested the samples on another system and obtained results within expectations. The customer then reviewed their quality control (qc) data and found a qc shift to the higher range. The customer recalibrated the system and retested the same samples; the results were within expectations. There were no reports of adverse health consequences or known patient intervention due to the discordant hba1c results.

Manufacturer narrative:
Siemens technical solutions center (tsc) analyzed the instrument data. The cause of the discordant hba1c results is unknown. After reviewing the quality control data, the tsc instructed the customer to recalibrate the system.. The instrument is performing within specifications. No further evaluation of the device is required.